Manufacturer narrative:
The ace68 was kinked and ovalized along its length. Evaluation of the returned neuron max revealed a kink and ovalization on its length. This damage was likely incidental and occurred during packaging for return to penumbra. A mandrel could not be advanced through the neuron max due to the damage. Evaluation of the returned ace revealed multiple kinks and ovalizations along its length. This damage may have been a result of advancing the device against resistance experienced when advancing through the non-penumbra guide catheter. During functional testing, a demonstration ace68 was unable to be advanced through the length of the returned non-penumbra balloon catheter. This indicates this non-penumbra balloon catheter may not be compatible with the ace68. Since penumbra cannot control for non-penumbra device tolerances or manufacturing variations, the incompatibility could not be confirmed. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00653.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 68 hi-flow kit (kit) and a neuron max 6f 088 long sheath (neuron max). During the procedure, upon inserting a penumbra system ace68 reperfusion catheter (ace68) into a non-penumbra catheter, the physician experienced resistance and subsequently, the ace68 became stuck approximately one third of the way into the catheter; therefore, it was removed. The physician then attempted to advance the ace68 into a neuron max 6f 088 long sheath (neuron max) to test the fitting between the neuron max and ace68 outside of the patient's body; however, the ace68 would not advance through the neuron max. It is unknown how the procedure was completed or if there was an adverse effect to the patient.